Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 06/17/2015. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure the customer reported the device was in use on patient, but there was no patient harm.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm.